Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the distal portion of balloon burst material appeared to be patched on the sheath tip and the balloon material was bunching at distal shoulder. The balloon burst was 'j' shaped along the entire working length. No balloon material was missing. Soft tip damage was observed on the sheath tip. Review of the provided case imagery revealed the delivery system was stuck in the sheath with the balloon bunching. The 3mensio report revealed calcification present on the native annulus/leaflets. The valve was fully inflated before the balloon burst. The balloon burst occurred after full deployment of the valve. Dimensional analysis was performed of the inflation balloon single wall thickness along the edges of the burst location. All measurements met specifications. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no additional related complaints. Complaint history review from april 2020 to march 2021 for the edwards commander delivery system (all models and sizes) revealed additional returned complaints for the appropriate complaint codes. No manufacturing nonconformances were identified in the returned samples. Available information suggested patient and/or procedural factors may have contributed to the reported events. Per the IFU and training manuals, if a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from 'umbrella-ing' at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position.do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. During manufacturing of the delivery system, the delivery system and components were inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported event. In this case, the complaint was confirmed based on the visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. A review of the DHR, complaint history review, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. As reported, 'this patient had a small, calcified stj'. It was noted that patient had calcification present at stj section. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Available information suggests that patient factors (calcification) may have contributed to the reported balloon burst. The balloon burst likely altered the balloon profile. The altered delivery system made the device more susceptible to be caught on the sheath, which subsequently resulted in withdraw difficulty into the sheath. Available information suggests procedural factors (withdrawal of burst balloon) could have contributed to the reported withdrawal difficulties. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during deployment of a 26mm sapien 3 ultra valve in the aortic position, the commander delivery system balloon ruptured. Prior to the transfemoral tavr procedure, a small, calcified stj was noted. The valve was prepared with nominal volume. The balloon rupture occurred when the valve was near full deployment. A few ccs remained in the balloon when the rupture occurred. Resistance was noted during the withdrawal of the delivery system and the delivery system and sheath were removed as a unit. No injury to the patient was reported. At the time of the report, the patient was in stable condition. The valve remains implanted in the patient.